Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had no image. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, and although the definitive root cause of suggested event could not be determined, the event most likely occurred due to a scratch on the objective lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.